Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It as reported that a hypoglycemic event occurred. The patient stated that he and his wife went for a walk. During the walk, he became disoriented to date and time and started to feel different. He stated that he was not receiving any values on his continuous glucose monitor (cgm); therefore, he ate the candy bar that he had with him and went to a coffee shop to get more food. He placed his order then lost his ability to stand, fell and was unable to get up. Emergency medical services (ems) was called who tested his blood glucose (bg) and it was 40 mg/dl, the cgm was not displaying a value. He was treated at the scene with juice until his bg increased to 89 mg/dl and stabilized. The patient declined transportation to the hospital. He stated that his cgm value was not that different than the bg values at the time per ems. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.